Event description:
It was reported that the patient experienced atrophy with his artificial urinary sphincter (aus). The physician states that the 4.5cm cuff initially implanted was the correct size, but it was placed too distal. All components were explanted and replaced. The patient is fully recovered.